Event description:
It was reported the second day after the catheter was placed, the catheter was displaced by 2cm and the displaced part of the catheter was white. After a few days, the puncture point exudate was observed. When the catheter was pulled out on (B)(6), it was found that the catheter in the body was discolored and the catheter in the body was 3cm away from the puncture point. The rupture is about 1cm, and extubation has been done. Additional information received 09/28/2022: what was infusing through the catheter? The normal saline. Please provide more details on the discoloration. Is it the catheter material itself? Infusate? Biological residue? Discoloration of the catheter itself (the implanted part). How was the catheter secured? Without the use of statlock, the transparent applicator is directly u-shaped. Where was the catheter inserted? Precious veins. Any patient symptoms related to fluid leak? Redness, swelling, pain? Redness and swelling at the puncture site, no other symptoms. Was the catheter removed? Was a new catheter placed? The catheter had been removed and a new catheter implanted.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3864 showed no other similar product complaint(s) from this lot number.